Event description:
It was reported that there were high impedance readings of greater than 2500 ohms on both atrial and ventricular leads, noise was seen on both atrial and ventricular egms, there was no pacing, and the patient received inappropriate therapies. The leads were tested via analyzer and showed normal readings. The device was explanted and replaced. The patient also reported her device was replaced as it "malfunctioned," shocking her several times, and that the device "fried". The patient also reported her "device basically blew up" and delivered numerous shocks that "threw [her] around the room." Her health care professional advised her the device grommet or setscrew broke.

Event description:
It was reported that there were high impedance readings of greater than 2500 ohms on both atrial and ventricular leads, noise was seen on both atrial and ventricular egms, there was no pacing, and the patient received inappropriate therapies. The leads were tested via analyzer and showed normal readings. The device was explanted and replaced. The patient also reported her device was replaced as it "malfunctioned," shocking her several times, and that the device "fried". The patient also reported her "device basically blew up" and delivered numerous shocks that "threw [her] around the room." Her health care professional advised her the device grommet or setscrew broke. It was further reported by the patient that the grommet 'broke,' and that 'body fluids' got into the device, and the device 'shut off.'

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed high current leakage in a capacitor which caused the oversensing and high voltage therapy.

Manufacturer narrative:
Other: it was reported that there were high impedance readings of greater than 2500 ohms on both atrial and ventricular leads, noise was seen on both atrial and ventricular egms, there was no pacing, and the patient received inappropriate therapies. The leads were tested via analyzer and showed normal readings. The device was explanted and replaced. The patient also reported her device was replaced as it "malfunctioned," shocking her several times, and that the device "fried". The patient also reported her "device basically blew up" and delivered numerous shocks that "threw [her] around the room." Her health care professional advised her the device grommet or setscrew broke. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Device was out of specification in a manner that relates to event. Impedance, high, interference, pace, failure to, shock, inappropriate.